Event description:
It was reported that during follow up externalized conductors were observed via cinefluoroscopy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.